Event description:
It was reported that during preparation of the voyager nc 2.5 x 08 mm a leak was noted in the balloon. The balloon was soaked during prep but could not confirm whether before or after applying the pressure to balloon. Reportedly, there was no patient involvement. No additional event or patient information is available. This event is being filed based on the analysis of the returned product completed on (B)(6) 2010, which revealed the there was balloon peeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned catheter noted contrast visible in the inflation lumen and in the balloon, indicating that the device had been prepared for use. The balloon appeared to have relaxed folds, which suggests that slight pressure had been applied to the system, forcing the balloon to slightly expand. The yellow protective sheath was returned on the stylet which was returned partially inside the guide wire lumen. An attempt was made to prep the catheter and pull negative using a new syringe, but air bubbles were visible inside the syringe, confirming the reported leak. A new indeflator was then used in attempt to pressurize the balloon when fluid was observed leaking from a pinhole tear in the distal taper of the balloon. There was a small longitudinal scratch on the outer surface of the balloon underneath the tear. Additionally, shredding was observed along the distal unsealed length of the tip. Factors that can contribute to pinholes/tears and balloon shredding prior to use may include, but are not limited to, damage during manufacturing, handling of the product during preparation for use and/or interaction with accessory devices. The balloon was ultimately sent to the scanning electron microscopy (sem) lab for further analysis, which confirmed that shredding and mechanical damage was observed on the outer surface of the balloon along the taper. The sem analysis also noted a flap of peeled material in a fold at the distal taper. Damage of this type can be the result of material processing or incorrect preparation from use. It should be noted that the voyager nc instructions for use (IFU) ((B)(4), revision e) states, submerge the balloon in sterile heparinized normal saline during balloon preparation to activate the coating. Clarification received from the account noted that the balloon was soaked during preparation but could not confirm whether before or after applying the pressure to balloon. In this case, the exact cause for the pinhole in the balloon and damage noted cannot be determined. Also noted during the analysis was a bend in the hypotube, 1.5cm distal to the strain relief tubing. However, since this damage was not originally reported in the case description, the shaft likely bent from further handling after the procedure as the device was packaged for shipment back to abbott vascular for analysis. This damage does not appear to be related to or have contributed to the reported complaint. A review of the finished product lot history record (lhr) did not reveal any nonconforming material records (ncmrs) associated with this lot and all lot release testing met manufacturing criteria. In this instance, based on the information received with this complaint and the analysis of the returned product, the reported leak appears to be related to the pinhole found in the balloon. Reportedly, the catheter was pressurized to 2-4 atm during preparation of the catheter. It should be noted that the IFU states, maintain negative pressure on the balloon until air no longer returns to the device. Slowly release the device pressure to neutral. It further cautions, all air must be removed from the balloon and displaced with contrast prior to inserting into the body. Although this likely did not contributed to the reported leak/pinhole, applying positive pressure to the balloon during preparation is not listed as part of the steps in the IFU. Although no definitive cause could be determined, as a corrective action, manufacturing has been notified to further investigate the balloon tear and noted balloon damage. All dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. Additionally, a sampling of units is destructively tested to verify rbp and balloon integrity.